Manufacturer narrative:
Based on info received during medical event f/u with the hosp, the insert with silicone pads on forceps was removed with jaws open which caused silicone pads to be scraped off into pt. They were both retrieved and procedure completed.

Event description:
Allegedly, the doctor was performing a cholecystectomy and when he removed the forceps through the sheath, he left the jaws open which caused jaws to scrape against end of sheath causing 2 silicone pads attached to jaws to come off into pt. The doctor was able to retrieve both pads and procedure was completed with no serious injury to the pt. Pt condition post-op was good.